Manufacturer narrative:
(B)(4). Method: the returned unit was inspected externally and then opened and the internal circuit board inspected for evidence of heat damage. The customer provided a photograph showing the damage to the night stand on which the hc150 was operating at the time of failure. Results: externally there was a melted 15mm x 20mm hole in the lower case and black residue was visible, concentrated around the vents in the lower case. Internally there was evidence of excessive heating of the printed circuit board (pcb) in the area of the mains terminal block. A 20mm diameter hole was burnt in the upper case above the mains terminal block on the pcb. The night stand appeared to have smoke stains on the varnish and a circular scorch mark of similar size to the breach in the lower case of the hc150. Conclusion: it is possible the cause of this fault was the result of the mains terminal block being seated off the pcb and interfering with the upper case, which stressed the solder joint(s). Heat damage had destroyed the mains terminal block, so determining the mounting of the mains terminal block before the failure was not possible. As a result of corrective action completed in november 2008, the seating of the mains terminal block is now checked on the production line to eliminate this potential scenario. The hc150 is designed to the electrical safety standard, (B)(4). The materials used in the pcb, thermoplastic components of the mains connector, and the cases are flame retardant to ul 94v-0. (B)(4).

Event description:
A patient reported that while sleeping, he heard a "popping and crackling sound" and then his CPAP and humidifier shut off. The patient unplugged everything and when he plugged the hc150 humidifier back in, it "started popping," so he unplugged it again. He reported that is was "smoldering and smell like burning plastic". And that part of the plastic on the bottom also looked melted. He further reported that there was a "black and burnt mark on the night stand" where the humidifier was set. There was no patient consequence.